Manufacturer narrative:
Evaluation: results: a visual inspection of the returned product shows the lens is torn in half and there are three tear marks in the optic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.

Event description:
The reporter stated that, the surgeon was inserting a single piece collamer lens model cc4204bf and the lens tore. The surgeon removed the lens with no patient injury.